Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer reported blood glucose (bg) levels of 400 (mg/dl) with small to large ketones. Four site changes were completed, pump settings were adjusted and injections were delivered to address occlusions and bg levels. Due to the occlusions occurring in the past, troubleshooting to determine the source of the occlusion was unable to be performed. The contact reported the customer's bg level was 138 at the time the event was reported.